Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that three weeks ago the patient felt a jolt and was taken by ambulance to the hospital. Patient was released and then two weeks later patient¿s spouse stated the patient was in afib (atrial fibrillation). Then for about ten days a patient alert has been going off. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.